Event description:
It was reported that this right ventricular (rv) lead exhibited gradually rising shock impedance. The shock impedance was high out of range. Oversensing or noisy signals were observed. Isometrics were performed and did not affect the measurements. A defibrillation threshold (dft) test was performed. The shock impedance during the dft test was high out of range, as well. Technical services (ts) suggested troubleshooting and following actions. The lead remains in use. No adverse patient effects were reported.